Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt had total hip many yrs ago. Cup has subsided up into pelvis and needed a revision cup. Cup revised with compatitor. Put on a stryker 36mm c-taper head."